Event description:
The pt cannulated with arterial needle was noted that blood was leaking from the needle hub. The nurse removed the needle from the pt and noted that the needle from the pt and noted that the needle remained in the pt's arm. The needle cannula was immediately removed from the pt and no other intervention was reported.